Event description:
Surgery with robotic device (most likely davinci) to remove adrenal tumor, discovered significant intestinal adhesion and surgery required 8 hours on side (not moved) which lead to rhabdomyolysis and kidney failure. Currently at day 6/7 in intensive care today on (B)(6), 2015. Also had to be rescued from narcotics overdoses during stay (likely secondary to renal failure).